Event description:
It was reported that patient had mesh implanted during an open ventral hernia repair. Patient had pain from the onset following implant. Explant surgery performed in 2006. It was determined that a loop of bowel was on top of the mesh.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.